Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06125 and medwatch 2210968-2012-06126. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection, leakage and candidiasis. It was reported that patient underwent revision of mesh on (B)(6) 2013 by (B)(6).

Manufacturer narrative:
It was reported that the patient underwent mesh implantation with concurrent transvaginal hysterectomy to treat pelvic organ prolapse and stress urinary incontinence. Post implantation the patient experienced extrusion, recurrence, bleeding, bladder spasms, granulation polyps, nerve problems with both legs and emotional distress. It was reported that patient underwent surgery to remove granulation tissue and adhesions between bowel, fallopian tube and vaginal cuff. On (B)(6) 2011, the patient underwent mesh revision due to bladder pain, urinary retention, dyspareunia, vaginal scarring and infection. It was reported that in (B)(6) 2011 the patient experienced "loosing of mesh." (B)(4).